Event description:
It was reported that an ilet device exhibited an unresponsive sleep/wake button, with the screen only waking when connected to a charger; the customer updated firmware without resolution and a replacement was arranged. Symptoms included no reported adverse events and no changes in blood glucose. Outcomes included continued insulin therapy using an alternative method until the replacement arrived and no alarms or alerts reported. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed a persistent user interface hardware failure of the sleep/wake button despite software update, indicating a device component malfunction consistent with prior similar reports. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical or electrical component failure unrelated to use error.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.